Event description:
Technician alleged the head of bed will not brake or steer when engaged. No pt impact.

Manufacturer narrative:
The technician replaced the brakes with an upgrade kit to resolve the issue.